Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a crack in the pump case, an unreadable display, and corrosion on the force sensor plate and back of display. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings:the black box and h download history recorded several cs alarms. Powered up pump with good audio. The pump case was cracked in the upper right corner between the lens and case seal. Unable to complete failed steps due to unreadable display. Opened pump and removed from case. Corrosion on force sensor plate and bottom of pump case. Unrelated to the complaint, the display was unreadable due to lines in the display, the display was pixilated, and faded. The battery compartment was cracked at the case seal. No corrosion in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).